Manufacturer narrative:
The customer received a replacement device. The product assessment center (pac) technician evaluated the device was able to verify the reported issue. It was found that the white energy capacitor wire was disconnected from the j18 spade connector. The root cause of the issues was determined to be the disconnected connector.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the product assessment center (pac) technician that the device did not provide defibrillation energy. There was no patient use associated with the reported event.